Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported through (B)(6) registry, approximately 2 months post implant of a 26mm sapien 3 valve in the aortic position, the valve was explanted and a surgical valve was implanted. No additional information is available at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received. Section b7 was updated. Section f10 was corrected. Per the patient¿s medical records, approximately 1 month post tavr procedure, the patient was diagnosed with a uti based on dark urine. Blood cultures were positive for gbs in two sets. The patient was seen by ophthalmology who diagnosed her with endophthalmitis and she had an intravitreal tap with injection of vanc/ceftazidime and was started on eye drops. The patient¿s vision has continued to worsen despite antibiotics so she went to the or with ophthalmology. She was also worked up for endogenous infection. The patient had embolic events and bacteremia and tte was suspicious for ie. Approximately 2 months post implant, tee revealed vegetation on the tavr valve. The patient underwent an avr and removal of the tavr valve. There were no surgical complications. The patient¿s pacemaker/ICD was removed the following day and new pacemaker was implanted. The patient was to discharged home. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction. Blood cultures were positive for gbs, however the source of the infection was not confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.